Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after not using the pump for insulin therapy for a period of time, the customer could not power the pump on. Customer declined follow-up from tandem technical support regarding the issue. There was no reported impact to the customer's blood glucose level. Reportedly, the customer used manual injections for insulin therapy.